Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chest pain, headaches and lung issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation device's sound abatement foam. The patient has alleging chest pains, lung issues, and headache. No medical intervention was specified by the patient. During the investigation pil observed an unknown dust contaminant on the front panel, and top enclosure. An unknown contamination was observed on the top and bottom enclosure. An unknown brownish contamination was observed around the air inlet. Pil observed dried liquid spots with a dust-like contamination consistent with mineral deposits on the bottom of the blower motor. Evidence of dried liquid spots was observed in the blower box. A keratin-like substance was observed on the blower box outlet. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER (B)(4) (v01). See ER (B)(4) (v01) for the procedure used to make this determination. Pil is unable to directly address the symptoms outlined in the complaint. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.